Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump alarmed unexpected restart again after inserting a new battery. Customer reported they were able to clear the alarm. Customer was able to complete rewind. Customer was advised that the pump will need to be replaced. The blood glucose of the customer was 207mg/dl. The customer was assisted with troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement, unexpected restart error test and self test. No unexpected restart alarm noted during test.